Event description:
The customer reported that oozing under 200 cc occurred although an end tone, indicating a completed seal cycle, was heard. There was evidence of a seal, but there was bleeding from the vessels. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.